Event description:
It was reported that the foley catheter was difficult to remove from the patient. Initially, the patient was admitted to the hospital on (B)(6) 2022, with a disturbance of consciousness and indwelling catheterization was prescribed by the doctor. On (B)(6) 2022, the patient was clearly conscious and was required to remove the catheter. The nurse tried to drain the fluid from the balloon, but only 2ml could be withdrawn and failed to remove the catheter with resistance. Upon consultation with the urologist, the lateral lumen of foley catheter was cut and they slowly removed the catheter after about 3 hours.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." The device was not returned.